Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's log. Review of the provided logs confirmed occurrence of reported issue. Based on technician statement, the device was checked and nozzle units on air and o2 gas modules were defective and have been replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. The last preventive maintenance was done on 31st march, 2022. Inspection of nozzle done by our technician revealed the small hole. The preventive maintenance must be performed at least once a year, or every 5000 hours of operation, whichever comes first. The most likely reason why pressure transducer test failed is expected wear and tear of the nozzle units. Since no parts were returned for investigation, the root cause of the event has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).